Event description:
Unit allegedly freezes and is unable to make fluoro or record. System must be powered off/on to resume the case. No patient incident reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.